Manufacturer narrative:
Results and conclusions summation: balloon ruptures may occur due to, but not limited to, mfg issues, materials, mechanical damage, handling of the device during use, over inflation and/or interaction with pt anatomy or interaction with associated devices. It was reported that the lesion was calcified, 75% stenosed, which may have contributed to the failure. Since the devices were able to be prepped for use, and used for several cuts, this failure appears to be related to the circumstances during the procedure; however, without the devices to analyze a root cause for the reported discrepancy cannot be definitively determined.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture has previously caused or contributed to pt injury. Device issue: balloon rupture. It was reported that the target lesion had no tortuosity, was moderately calcified, eccentric, and had 75% stenosis. Another company's guide wire was delivered from the lad towards the lesion. The lesion was checked with the ivus, and found that there was mild calcification. Pre-dilatation was performed with another company's balloon catheter. Then the flexi-cut was delivered and after three to four cuts, the balloon ruptured at 30 psi. A second flexi-cut was selected and the dca was continued, however, at the second cut, the balloon also ruptured. No additional event or pt info is available.